Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 545 mg/dl at the time of incident. The current blood glucose level was 130 mg/dl. The customer experienced symptoms such as thirsty and headache. The customer treated with manual injection. Troubleshooting was performed for high blood glucose. Troubleshooting was continuing for needle break and noticed that the cannula was not broken into the body. The insulin pump will not be returned for analysis.